Manufacturer narrative:
E.1. Initial reporter facility name, address, and phone: (B)(6).

Event description:
It was reported that balloon hole issues occurred. The 98% stenosed target lesion was located in the circumflex branch. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the tip of the balloon leaked air when attempting to dilate the lesion and it could not be inflated. Furthermore, a pinhole was noted, and a hole was noted on the outer shaft. The procedure was completed with another of the same device. There were no patient complications.